Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor power of the compact air drive device was too low. It was further determined that during testing, the device made a weird noise. After opening the device, it was observed that the motor and bearings were oxidized, which indicated that the issue occurred due to flaws of cleaning and lubrication. It was further determined that the device failed pretest for check the power with test bench: minimum 110 to 160-watt, check for excessive noise and check function of soft mode switch (safety system). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.